Event description:
During surgery, md attempted to fire the stapler # 030449 handle with an autosuture endo gia universal roticulator 60-3.5 reload #030458. When firing, the stapler made a loud breaking sound. The staple line was examined thoroughly and found to be intact. The stapler handle was replaced with another autosuture endo gia universal and used without further incident.